Event description:
The risk manager at the hospital, reported the following event: "the nail fractured on a (B)(6) pt. She was implanted with a long gamma nail on (B)(6) 2011. She had regular follow-up visits with the surgeon and the x-rays did not show any abnormality. She went to see her doctor on (B)(6) 2012, because she had pain for several days when she was walking. The long gamma nail fractured near the cephalic screw. The nail had fractured between (B)(6) and (B)(6) 2012. The pt did not fall and there was no infection."

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.